Event description:
Following weight loss and inadvertently hitting the ipg in the shower, the patient presented to the physician with ipg movement, as the device had shifted lower within the pocket, posing a potential risk of injury. Upon examination, the ipg was found to have slightly shifted from its original position. Physician brought the patient into the or, re-sutured the ipg, and closed. The revision surgery addressed the risk, and the issue is now resolved.